Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the atrial output connector was broken. It was also noted that the upper and lower cases were broken, the battery release and battery drawer were contaminated, the ring cover and ring bail were missing, the battery contacts were compressed, the serial number label was torn. (B)(4).

Event description:
It was reported that the external pulse generator had a broken atrial connector. The generator was returned for service. No patient complications have been reported as a result of this event.